Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 6 not detected on bus. The field service engineer (fse) verified the failure, removed the back panel, and confirmed all light emitting diode lights were functional and reseated the row board cable on the drawer module controller board, restarted the station, and verified drawer detection and functionality through diagnostics. The station was then rebooted successfully. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the multiple pockets were not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.